Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The photos show needles with protective covers, a scalpel (one photo with the cover and one photo without), and a thoracentesis device (pt-01000-004a) within the tray. The protective covering was not visible on the needle component of the thoracentesis device. However, as the customer provided photos show the scalpel with and without the cover, it is undetermined if the protective covering over the needle in the thoracentesis device was removed by the customer. A complete visual inspection could not be performed as no sample was returned for analysis. Additional information from the customer states, "I cut my finger on the scalpel tip in the process of putting the cover back over the scalpel. This was done after the scalpel was used on the patient." This suggests unintentional use error caused or contributed to the reported event. Design assurance and manufacturing were contacted as a part of this complaint investigation. They confirmed the thoracentesis device comes with a protective guard (t-01000-012) over the needle. A device history record review was performed, and there was one potential finding. Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the finding. The customer report of injury from sharps was confirmed through additional information from the customer. Additional information from the customer states, "I cut my finger on the scalpel tip in the process of putting the cover back over the scalpel. This was done after the scalpel was used on the patient." This suggests unintentional use error caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "items in kit should be safety items with protective shields to prevent needlestick injuries." Additional information reports "doctor suffered a needlestick injury on august (B)(6) 2024 when performing a paracentesis on a patient using one of these kits. Further information was reported that states "I cut my finger on the scalpel tip in the process of putting the cover back over the scalpel. This was done after the scalpel was used on the patient. I did not go to health and safety as the patient had recently had hiv and hepatitis serology drawn." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "items in kit should be safety items with protective shields to prevent needlestick injuries." Additional information reports "doctor suffered a needlestick injury on (B)(6) 2024 when performing a paracentesis on a patient using one of these kits. Further information was reported that states "I cut my finger on the scalpel tip in the process of putting the cover back over the scalpel. This was done after the scalpel was used on the patient. I did not go to health and safety as the patient had recently had hiv and hepatitis serology drawn." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".